Event description:
It was reported that the revision surgery was performed due to loose baseplate.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see attached the results of our investigation. (B)(4).